Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed the before. According to the complainant, the prolieve console shut off during the procedure. After resetting the unit, there was a "rf cable emitting too much energy" error code. The prolieve procedure was completed.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. A field service engineer was dispatched to the site to investigate the reported failures. The field service engineer performed preventive maintenance and found temp 2 drifting higher than the other thermocouples. The reported failure modes of high rf energy and power issues could not be duplicated. The physitemp module was replaced and the system software upgraded. The prolieve thermodilatation system then passed all tests and operated within prescribed tolerances.